Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a touch contamination that occurred during a previous hospitalization for two other indications. On an unreported date, the patient was re-hospitalized for the peritonitis event and treated with unknown intraperitoneal antibiotics for one week (dose and frequency not reported) for the peritonitis. The action taken with dianeal therapy was not reported. The patient was recovered from the peritonitis event and has been retrained on proper aseptic technique (unreported date). No additional information is available.